Manufacturer narrative:
The customer reported that they have 3 to 4 central nurse's stations (cns's) and about 2 remote nurse's station (rns's) that are all showing communication loss for all tiles on them. These are located on the second floor of their facility. No harm or injury was reported.

Event description:
The customer reported that they have 3 to 4 central nurse's stations (cns's) and about 2 remote nurse's station (rns's) that are all showing communication loss for all tiles on them. These are located on the second floor of their facility. No harm or injury was reported.